Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned five opened 4mm, 32 gauge pen needles. The returned samples were inspected to ensure that using them was as least harmful as intended. The outer diameters of these needles were measured, the results of which are featured below: 0.0091 in. 0.0091 in. 0.0090 in. 0.0091 in. 0.0091 in. All of the needles were measured within acceptable outer diameters for 32 gauge needles (0.0090 in to 0.0095 in). The integrity of each needle point was inspected and no defects were found. No debris was found at the tip of any of the needles. Lastly, flour was applied to the needles¿ cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. No damage to the needles of any kind was observed. The needles were within specifications and did not feature any dullness or burrs. Each of the pen needles was attached to a test pen. Insulin was pushed through the system and out the distal tip of the pen needle. All of pen needles functioned as intended. The leakage cannot be confirmed. Any leakage may have been the direct result of difficulties encountered during use penetrating the skin to inject the insulin. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause cannot be determined at this time as the issue is unconfirmed. Based on the results of the investigation, no CAPA/sa is required at this time.

Event description:
It was reported that 10 bd nano¿ pro ultra-fine¿ pen needles failed to deliver insulin during use and leaked onto the patient's skin. The following information was provided by the initial reporter: "consumer stated that when she is able penetrate skin with dull needle after multiple attempts, the insulin is not injected into body but bubbles up and spills onto skin."